Manufacturer narrative:
Returned product analysis revealed that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination found severe damage to the proximal edge of the stent. The struts on the first and second row of the proximal edge were raised. This type of damage is consistent with the delivery system encountering some form of restriction. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The stenosed target lesion was located in the distal circumflex (cx). The lesion was predilated with a 2.0x15mm non bsc balloon and then the 2.50x24mm taxus liberte drug eluting stent (des) was advanced to the lesion. The taxus liberte des was unable to cross the lesion and the physician withdrew the whole system and found that the end of the stent was flared. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "stable".